Event description:
It was reported that the burr became detached. A 1.50mm rotapro was selected for use in an atherectomy procedure in the coronary artery. The vessel was noted to be heavily calcified which required additional burring. After burring, the physician removed the device in order to exchange it for a different device. It was noticed that the burr was not fully attached to the device any longer. A new device was used and the procedure was completed. The patient experienced no adverse effects.